Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The fibers were wet, and there was blood noted throughout the dialyzer including on the outside of the housing (presumably due to the disassembly of the setup at the clinic). A bubble point leak test was performed on the returned sample. A leak was detected at approximately 160°, with the dialysate ports situated at 0°, on the non-cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the non-cavity ID end. The fiber fragment measured approximately 1.88 inches in length from the polyurethane (pu) surface. An opposing end was not identified. No further damage or irregularities were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance (nc), rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A quality event was initiated for further investigation as the number of complaints for the assigned symptom code on the lot number exceeded the threshold. Further nc/CAPA escalation will be determined as needed. The investigation into the complaint was able to confirm the reported event.

Event description:
H10, plant investigation (continued): continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak occurred immediately at the start of treatment. The blood leak was confirmed to be visually observed at the top of the dialyzer, within the header. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used as it was deemed unnecessary. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 to 300 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed the sample was available to be returned for manufacturer evaluation.